Event description:
A consumer reported that a philips one power toothbrush caught fire while charging. No injury or property damage was reported.

Manufacturer narrative:
B3: the event date is approximate. E1: the consumer mailing address was not provided. H4: manufacture date not provided or identifiable. Product was not returned to confirm a malfunction has occurred.